Manufacturer narrative:
On 30-sep-2024, bwi received additional information regarding the event. The procedure occurred on (B)(6) 2024 and the adverse event was (B)(6) 2024. Patient required extended hospitalization because of the pericardiocentesis, the patient was admitted for 3 days. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Due to the received information, the following form updates were made on this 3500a supplemental report: a section: patient's age, weight, and sex were provided. B section: the b2 selection for initial or prolonged hospitalization was chosen. The h6 tests/lab data field was updated as well. D section: the device's catalog number, lot number, primary UDI number, and expiration date were provided. H section: h6 health effect - impact code was updated to f08 hospitalization or prolonged hospitalization. Furthermore, the product investigation was completed as the complaint device had been discarded. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31285688l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. A patient came to the ER (emergency room) with a pericardial effusion and 1200 ml of fluid was drained. The physician shared the patient had a procedure three months prior. The physician said that at the one month follow-up (post procedure) the patient had been fine or had not complained about any serious problems. The physician thought it had been an "unremarkable pvi" (pulmonary vein isolation).